Event description:
Information was received from a hcp via a manufacturer representative regarding a patient who was implanted with a neurostimulator. It was reported that the patient went in for a pocket revision due to the battery flipping and it was discovered that the patient had an infection so the entire system was explanted on (B)(6) 2017. The issue was reported to have resolved. There were no reported environmental factors that affected the event. The device would be returned for analysis and would be replaced in the future. Patient weight and medical history were asked but were not made available. The patient was alive with no injury at the time of the report. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturing representative indicated that they still have the explanted device in their possession and will be returning it to the manufacturer for analysis as soon as possible. No further complications were reported.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 977a260, serial (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 977a160, serial (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 97791, serial# unknown, product type: accessory. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The returned implantable neurostimulator (ins) passed all functional testing in the laboratory. Therefore, no anomaly was found. Fdc (B)(4), fdr (B)(4) no longer applicable. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.